Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all the medication were grayed out in the cubie map & unable to load and destock, stated failed drawer. The customer tried to reboot and recover but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the medication were grayed out in the cubie map & unable to load and destock, stated failed drawer. A field service engineer reported that drawer 3.2 had failed to open while onsite. The issue was subsequently recovered, and the drawer functionality was restored. The system functioned as intended after the issue was resolved.